Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No ramping numbers noted on the display. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when the up and down buttons were pressed to enter carb. Customer's blood glucose was 158 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.